Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: clip mislocation. Time of malfunction: during deployment. Symptoms/ae: right leg pain. Time of symptoms/ae: after the procedure. It was reported that a trained physician performed closure of the right common femoral artery using the starclose device, after a diagnostic cardiac catheterization. Reportedly, after the procedure the patient developed right leg pain. A doppler ultrasound revealed that the starclose clip deployed in the side of the artery wall. An endarterectomy with a vein patch was performed to remove the clip and repair the artery. The patient was discharged to home the next day. No additional information is available.